Event description:
It was reported that the pump exhibited a system failure primary audible alarm. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed a cracked right plunger case. The tamper seal was broken. Review of the event history log (ehl) showed a backup audible alarm post" error. The device was powered on and a functional test was performed and the reported issue was duplicated. The backup buzzer on the main pcb did not operate as intended. As a result, the main pcb was replaced and preventive and functional testing were performed. A service history review identified no indication that the complaint was related to a service of the device within the review period. B3 unknown.